Manufacturer narrative:
The sample was not received for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. The device history record (DHR) for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No product discrepancies were found during the manufacturing of this lot. Root cause for the reported concern cannot be identified with the amount of information available. According to the instructions for use (IFU), ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain may cause breakage on removal. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
Patient underwent left bur hole placement of subdural catheter and craniotomy evacuation of subacute on chronic subdural hematoma. A jp drain was placed during this procedure. The tubing broke during jp drain removal. The patient was asymptomatic but was sent for computed tomography-CT head to determine the amount of retained catheter. CT demonstrated catheter had fractured at the transition point across a titanium fixation plate. The patient tolerated the procedure well. Past medical history of hypertension, congestive heart failure, chronic kidney disease, a-fib on low-dose eliquis, transferred to our hospital for neurosurgical evaluation after head CT revealing chronic appearing subdural hemorrhage over the left cerebral convexity with midline shift to the right about 6 mm. Fragment successfully removed.